Manufacturer narrative:
H.6. Investigation summary: DHR review was performed on lot number 8197833; the lot number was built / packaged on nfa line #1 from 17july2018 thru 19july2018. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. No quality notification were initiated during the build of this lot number. H.6. Investigation summary: no physical samples were not received for testing and evaluation; one photo with four views was provided for evaluation of this incident photo view one displayed a package label with the bd logo, ref no., description, lot number and the expiration date. View two displayed a 20ga unit extension tubing set was disconnected from the winged adapter. View three displayed a package label with the bd logo, ref no., description, lot number and the expiration date. View four displayed a 20ga unit extension tubing set was disconnected from the winged adapter laying inside of a blue container. There were bodily fluids throughout the unit. Visual/microscopic evaluation: based on the evaluation of the submitted photo the defect separation inserter from tubing was confirmed. The photo displayed the extension tubing set was disconnected from the winged adapter. Conclusion: manufacturing ¿ although the unit was not returned for evaluation; given the trend identified by the qda for this defect, it is likely that the failure was due to an insufficient amount of adhesive in the extension tubing/ adapter joint. This defect ss created at the new zone 8 adhesive dispense station. When the adhesive dispenses tips become misaligned, adhesive is not dispensed in the proper location leading to an insufficient amount of adhesive in the tubing/adapter port joint. This failure mode of the process was introduced by the new station design, and the 100% adhesive presence vision system was not capable of detecting these failures. The manufacturing department identified the issue and took immediate corrective action on 11 sep 2018 by upgrading the vision system on both production lines to be able to detect adhesive that was not in the correct location. Holders for the adhesive dispense tips were added to the machine on 26 sep 2018 to better protect the tips from damage and becoming misaligned. CAPA 684099 has been initiated to further investigate this issue. Msas for the adhesive visual inspection were conducted on line 1 on 15 march 2019, line 2 on 10 april 2019, and line 3 on 3 may 2019.

Event description:
It was reported that during use of the bd nexiva¿ closed IV catheter system the tubing separated from the body of the cannula. The following information was provided by the initial reporter: staff reported that the cannula acted the way it should but on insertion the tubing came away from the body of the cannula with little effort. Customer replicated this with three other cannulas, randomly taken from these batches.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd nexiva¿ closed IV catheter system the tubing separated from the body of the cannula. The following information was provided by the initial reporter: staff reported that the cannula acted the way it should but on insertion the tubing came away from the body of the cannula with little effort. Customer replicated this with three other cannulas, randomly taken from these batches.